Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The speaker assembly was replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing the loss of audible alarms. There was no report of patient involvement.